Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failure or problem. Power fail recovery passed a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak and stated moisture was in the cassette door and pump modules and were discovered prior to when the call was made. Fluid was discovered during power fail recovery step 8 (remove cassette) of treatment. Fluid was discovered in the pump module area and leaked from moisture on the pump modules and inside the cassette door. Fluid was not discovered on the external of the cassette and the film on the back of the cassette was not loose. The cycler had prompted with m83 pump a vs pump b volume error alarms which occurred prior the fluid leak. The patient left the cassette door open for 24 hours but the moisture in the cassette door had not subsided and the patient did not feel safe using the cycler for treatment. The pdrn was advised to discontinue use of this cycler and the cycler was replaced due to the fluid leak. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak and stated moisture was in the cassette door and pump modules and were discovered prior to when the call was made. Fluid was discovered during power fail recovery step 8 (remove cassette) of treatment. Fluid was discovered in the pump module area and leaked from moisture on the pump modules and inside the cassette door. Fluid was not discovered on the external of the cassette and the film on the back of the cassette was not loose. The cycler had prompted with m83 pump a vs pump b volume error alarms which occurred prior the fluid leak. The patient left the cassette door open for 24 hours but the moisture in the cassette door had not subsided and the patient did not feel safe using the cycler for treatment. The pdrn was advised to discontinue use of this cycler and the cycler was replaced due to the fluid leak. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Additional information was requested but was not received to date.